Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.50mm x 15mm was returned for analysis. Visual and tactile inspection identifies no issues with the hypotube shaft. No kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole 1mm distal to distal markerband. The bumper tip identified no issues. Leakage testing was performed; the balloon was inflated to 20 atmospheres, and a leak was noted coming from the pinhole at 1mm distal to distal marekerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon burst. The device was removed, and the procedure was completed using an alternative method. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon burst. The device was removed, and the procedure was completed using an alternative method. No patient complications were reported.